Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query was not performed because the lot number was not provided. The reported patient effect of obstruction/ occlusion is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Surgery was performed to complete the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the right coronary artery (rca). During percutaneous coronary intervention (pci), after the balloon crossed the heavily calcified rca, the physician noted there were some unknown flow issues, possibly due to the runthrough or pilot wire guide wires, while rewiring the artery after subintimal. Surgery was performed to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.